Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ wearable with serial number (B)(6) was reported at time of event however, the data received reflected the wearable with the serial number (B)(6).

Event description:
It was reported that signal loss of over one hour occurred for the wearable with serial number (B)(6). The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. Share logs were provided. However, the data received reflected the wearable with the serial number (B)(6). A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be transmitter timer not advancing. No injury or medical intervention was reported.

Event description:
It was reported that signal loss of over one hour occurred for the transmitter with serial number (B)(6). However, data for the transmitter with serial number (B)(6) was provided for evaluation. The allegation was confirmed. The probable cause was determined to be transmitter timer not advancing. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).